Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via online chat that the brush head broke; the whole bottom section fell off while brushing his/her teeth, and there was a metal rod left in his/her mouth. No injury was reported.